Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported they think the ins battery was low, they confused this to be the controller batteries and put in new batteries. They reported the battery was at 75% and then 1-2 hours later, they checked again and noticed it was at 50%. They think it is depleting too fast. When the battery gets too low, the patient's symptoms worsen. They noticed this yesterday when the battery was at 25%. They were unable to confirm whether this was patient programmer battery or ins battery,but they think it is patient programmer battery. The patient was getting their patient programmer battery and ins battery confused. The patient had a sudden worsening of symptoms. No further complications were reported as a result of this event.